Manufacturer narrative:
The thermogard xp ivtm system (B)(6) was evaluated at the customer site. The reported complaint that the thermogard console displayed a tcmid:05 (coolant diff failure) error message was confirmed in the system's event log data and during functional testing. The root cause of the tcmid:05 was the defective lm34 temperature sensor, likely due to a defective component. A review of the console's event log revealed several tcmid:05 (coolant diff failure) error messages, confirming the reported complaint. The thermogard system failed functional testing as the console displayed a tcmid:05 error message, confirming the reported complaint. The root cause of the tcmid:05 error was the malfunctioning lm 34 temperature sensor, which was replaced to remedy the fault. Following service, the thermogard system passed all testing criteria. Historical complaints were reviewed for service information related to the reported complaint, and one similar complaint was reported for the thermogard console with serial number (B)(6). Ccr 61406 was reported on 16 november 2021, and the lm34 temperature sensor was replaced to remedy the tcmid:05 error.

Event description:
The customer reported that the thermogard xp ivtm system (B)(6) displayed a tcmid:05 (coolant diff failure) error message. It is unknown when the problem occurred. However, patient use information was requested, but no additional information was provided.